Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed record of 078-0008 errors indicating a motor rewind error. On investigation, the pump powered on normally and performed rewind, load and prime steps successfully. The pump was exercised for 24 hours without alarming. Investigation did not duplicate the complaint.